Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the unknown surgery on (B)(6) 2 screws broke in the mandible of patient, the screw heads were thrown out and the 2 screw rods remained in the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. Placeholder.